Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.